Event description:
The patient reported experiencing hyperglycemia with blood glucose (bg) levels exceeding 500 mg/dl due to the omnipod controller being stuck in the initialization step. It was noted that the controller remained stuck on ¿initializing 19 of 29¿ and did not load despite repeated power cycles and attempted hard resets. The patient was hospitalized on (B)(6) 2026, reporting symptoms of extreme headache, pain with breathing and walking, and foul-smelling breath. Bg values were above 800 mg/dl upon hospital admission, and the patient was diagnosed with diabetic ketoacidosis. Treatment at the hospital consisted of intravenous insulin for three days, followed by manual insulin injections. The patient was discharged from the hospital on (B)(6) 2026. The patient further noted that following the event, the controller appeared to be working but displayed lines of data that he was unable to read. The patient received a new controller that was confirmed to be functioning.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported controller software error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.